Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a tear on the bubbled downstream occlusion (dso) seal. The customer's problem was replicated. The dso seal was the cause of the problem, and it was replaced to fix the issue.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a tear on bubbled downstream occlusion. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.